Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while disconnected from the ilet following a prior hypoglycemia episode, with continuous glucose monitor (cgm) showing 234 mg/dl and glucometer confirming 238 mg/dl; the user used a teflon infusion set at the abdomen with a libre 3 plus cgm, and the event was attributed to not reconnecting the infusion set after disconnecting. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.